Event description:
Complainant was given a sample of denture cleaner from dentist. After using the denture cleaner in accordance with the label directions, they had an allergic reaction. Complainant exhibits an allergic reaction by having a seizure and lowering of blood pressure. Complainant has known allergies to msg and sulfur. The label did not list the ingredients. Contacted the co, and they refused to disclose the ingredients of the product. The product is considered to be a medical device. There is no requirement for the product label to bear an ingredient statement.

Event description:
Add'l info rec'd from MFR 4/10/01: MFR has been supplying cu-sil cleanser as a supplied adjunct to cu-sil partial/denture wearers since 1979 as an anti-fungal/preventative. This is the first complaint MFR has received regarding an allergic reaction since that time. To MFR's knowledge, they have never, ever received a request for an m.s.d.s. Sheet or the formulation, and if MFR had (even though the formulation is not considered co confidential) MFR would have supplied the attached m.s.d.s. Letter. MFR's product is formulated and packaged in an FDA facility. Co supplies pt care & cleaning instructions with each bottle for distribution to users.